Manufacturer narrative:
Concomitant medical products: ddmb1d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2020, model: 5019, adaptor; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) noted on stored episodes for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.